Manufacturer narrative:
Estimated date of event. Relevant tests: estimated date. Implant date. Estimated date. The additional xience proa stent referenced is filed under separate medwatch report number. The device was not returned for evaluation. The reported patient effect(s) of thrombosis is listed in the xience pro a everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, could not be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified artery. A 3.0x23mm xience proa stent and a 2.25x15mm xience proa stent were implanted overlapping each. Stent thrombosis was observed during the procedure. Heparin and aggrastat were administered and the stents were post-dilated with unspecified balloon as treatment. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial filed report, the physician confirmed that the stent thrombosis was related to a change in heparin management at the clinic and deemed the thrombosis was unrelated to the implanted stents. No additional information was provided.

Manufacturer narrative:
Subsequent to the initial filed report, the physician confirmed that the stent thrombosis was related to a change in heparin management at the clinic and deemed the thrombosis and related intervention was unrelated to the implanted stents. No investigation required. B1: adverse event removed. B2: required intervention removed. H1: serious injury not applicable. H6: codes 2100 removed.